Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the [insertion site] on [insertion date]. On (B)(6)2023, the patient reports having ¿high¿ readings via the cgm (no bg comparison was taken). At some point, the patient ended up losing consciousness. He was found by a family member, who called an ambulance. The patient was taken to the hospital. He was treated with ¿food, juice, and IV saline fluid¿. It is unclear when the patient regained consciousness. At some point while at the hospital, the patient¿s cgm was reading 393 mg/dl and the bg meter was reading 50 mg/dl. The patient was then treated with some glucose tablets. The emergency room monitored the patient¿s bg levels and discharged him 5 hours later after his bg levels stabilized. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the there was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. The reported glucose values when the patient was in the hospital fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.